Manufacturer narrative:
The insulin pump was unable to vibrate during self test due to broken vibrator black wire. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. It had a scratched display window and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not vibrate. The blood glucose value was 270 mg/dl; treated with a bolus. Troubleshooting was performed and the insulin pump did not vibrate during the self test. The device was returned for analysis.